Event description:
It was reported to depuy acromed that 9 months post-operatively a lumbar I/f cage broke. According to the complainant, the patient complained of pain and x-ray revealed that the cage was broken. The initial implant date was in 2000. The surgeon believes that there was a non-union. The surgeon did not remove the broken cage. The patient is being observed to see if fusion occurs. There were no other adverse consequences to the patient. The product and lot numbers were not available. The most likely cause of the event is the added stresses placed on the cage due to the non-union. A non-union can add stress to the cage, causing it to fracture or break. The labeling for the cage specifically states "non-union or delayed union" as a possible adverse effect. No further action required.